Manufacturer narrative:
The deviation in vertical implant position are most likely due to the fit of the guide during surgery not being identical to the fit of the radiographic template during x-ray scanning. This was probably caused by adding too much acrylic when correcting the radiographic template in the sicat dental lab. The template was corrected by cutting away the bite registration material and replacing it with acrylic successively. (B)(4).

Event description:
The reporting dentist wanted to use a sicat surgical guide (sicat classic guide) for preparing the osteotomyies (drill hole for accommodating a dental implant) for six dental implants of type "dentsply xive s plus". On (B)(6) 2017, the dentist placed the implant using the surgical guide at site ada #14. He placed the guide in the mouth and started with pilot drill for implant at site ada #14. He continued through the entire sequence and noticed it was 2mm short in depth. However, he decided to place the implant and abort the remaining implants. He did not do any drillings for other implants. Approximately 3 weeks after surgery, #14 implant failed and fell out.